Event description:
A resolute integrity drug eluting stent (3.5x18mm) was deployed in proximal rca which was reported to exhibit severe tortuosity, moderate calcification and 30% stenosis following pre- dilatation. Post deployment a distal edge dissection was noticed .the physician attempted to implant a second resolute integrity drug eluting stent (2.25x8mm) in treatment . No abnormality was noted during preparation of the resolute device however during attempted delivery the resolute dislodged prior to the lesion in the ostium; proximal to previously deployed stent. A sprinter legend balloon was used to get inside the dislodged resolute. This was then preceded with multiple balloon sizes and went all the way up to a 3.5 balloon to expand stent. Patient is reported to be fine post procedure. Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon. Procedural image review: the procedural images show a proximal rca lesion with significant stenosis and tortuosity. Pre-dilations are performed and a stent is deployed. A dissection can be seen at the distal edge of the deployed stent. The following images show a dislodged stent proximal to the deployed stent at the ostium of the rca. This dislodged stent is successfully positioned and deployed distal to the deployed stent to treat the dissection. The final cag shows a good outcome.

Manufacturer narrative:
Results: stent dislodgement. Severe tortuosity and moderate calcification. Stent most likely caught on the previously deployed stent. Conclusion: stent dislodgement. Stent most likely caught on the previously deployed stent. Severe tortuosity and moderate calcification. (B)(4).